Manufacturer narrative:
The hill-rom technician found the sling that broke was not a liko sling. There was no malfunction of the liko lift. The technician reminded the account not to use the lift with this type of sling. According to the instructions guide for the viking xl, it is stated that: using lifting accessories other than those approved can entail a risk. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the sling's lift strap broke while lifting a resident. Per the account, the patient is currently in ICU with a prognosis for recovery. Hill-rom contacted the account three times to obtain more detailed clinical information for this patient. No response was received from the account. The lift was located at the facility. This report was filed in our complaint handling system as (B)(4).